Event description:
The lead was returned to allow for reliability analysis.

Event description:
--

Event description:
Boston scientific received information that the patient with this device system reported shortness of breath symptoms. An echocardiogram was performed, displayed a decreased ejection fraction from 55% to 30%. Subsequent device interrogation displayed an increase in the left ventricular (lv) lead threshold and right ventricular (rv) pacing morphology. A chest x-ray revealed an lv lead dislodgement. A revision procedure was performed and the lv lead was explanted. During the procedure, the device was electively replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted dried body fluid in the lead lumen, the conductor coils were slightly stretched near the tip and the tines were missing from the lead, appearing to be cut off. Further testing confirmed the lead to be electrically continuous.

Manufacturer narrative:
--